Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology at the time of implant was not reported. It was reported that there was continued disease progression in the iliac limbs. A recent CT scan revealed a distal type I endoleak. The physician elected to implant an endurant 16x24x93 on the right side successfully resolving the endoleaks. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this case. The recent CT revealed a combination of type ii and type I endoleak. The physician decided to coil the right internal iliac artery and the type ii endoleak was excluded. The physician implanted an endurant iliac limb16x28x93 to treat the distal type I endoleak on the right side, however the distal type I endoleak was not resolved. An endurant iliac limb16x13x156 was implanted distally and the type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related: disease progression with iliac limb dilatation. Conclusion: anatomy related: disease progression with iliac limb dilatation.